Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was 539 mg/dl at the time of admission. The customer stated they had shortness of breath from their high blood glucose. The customer also reported they had a blood clot in their leg. Customer was hospitalized for 6 days and was released on (B)(6) 2015. The customer also requested assistance with programming their insulin pump. No additional information provided.